Manufacturer narrative:
A ge service representative performed an on site investigation. The image processor board and the display adaptor board were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the system intermittently displayed an error and would only display the upper portion of the image is black or cutoff. This will cause the system to be unusable due tot he inability to see the live image. There was no patient injury or death reported.